Event description:
Additional information indicated that the patient had received assistance over the phone from her doctor or company representative and her concerns had been resolved.

Event description:
It was reported that the patient did not feel stimulation sensation. Approximately 4 months before, the patient had her implantable neurostimulator (ins) reprogrammed. Approximately a week prior, the patient fell on her buttock and her healthcare provider (hcp) had been notified of the fall. It was also reported that the patient could not adjust stimulation with her patient programmer. The ins was off at the time but it was later turned on. The patient's setting was changed to 1.3v; and it was noted she could feel the stimulation well but it was not painful or uncomfortable in the pelvic area of her body. The following day, the patient's stimulation amplitude was decreased to 0.6v and she felt more comfortable.

Manufacturer narrative:
Product ID 3889-28, lot# v242434, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).